Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported the expiration date was missing from packaging with a bd insulin pen needle ultra-fine iii¿ 31 gauge 5/16 inch w/o safety. The following information was provided by the initial reporter: it was reported that the consumer would like to know the expiration date.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, however, nj was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the expiration date was missing from packaging with a bd insulin pen needle ultra-fine iii¿ 31 gauge 5/16 inch w/o safety. The following information was provided by the initial reporter: it was reported that the consumer would like to know the expiration date.